Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for follow-up. The patient's device showed multiple episodes of inappropriate automatic mode switching (ams) caused by atrial lead noise. The atrial sensing was reprogrammed and the pacing mode was changed. The patient was stable before and during her follow-up.